Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, responses to information requests had not been received as of the date of this medical investigation. Therefore, further assessment of the root cause of the reported event and the patient impact beyond that which was reported was not possible. Should clinically relevant documentation/information and/or relevant product evaluation results become available, the clinical/medical task may be re-evaluated. No further medical assessment could be rendered at this time. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during thr surgery, the r3 straight shell impactor broke while inserting the r3 shell. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed.